Manufacturer narrative:
No further info is currently available. Once any additional info does become available, this report will be updated.

Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to an infection in the pocket. No additional adverse pt effects were reported.